Event description:
In reference to facility medwatch report (B)(6), clear liquid coming out of a processed endoscope.

Manufacturer narrative:
Customer ultrasonics inc. Received a copy of report (B)(6) from the (B)(4). The report made reference to "injury" and "required intervention". Custom ultrasonics inc. Did follow up with the facility to verify if any injury occurred and what intervention was necessary. The director of biomed stated that there was no injury only a potential for injury and that the intervention was to remove the washer-disinfector from service. Customer ultrasonics received notification from this facility that liquid was coming out of the distal end of the scope, and noticed two bulkheads were blocked. The biomed staff at the facility took the unit out of service, replaced the parts and reprocessed the scope that had the liquid coming out of the distal end. The investigation performed by customer ultrasonics inc. Revealed that the OEM o rings of the bulkhead were replaced prior to the cu technician's arrival. The cu technician replaced the bulkheads with the recommended parts. The biomed technician stated that there was lint found inside the female bulkhead and solenoid valve screens. The cu technician did review "proper use guidelines" with the gi staff. There may be a potential low risk of infection associated with the breach. There has been no reported injuries.